Manufacturer narrative:
See the attached vendor evaluation.

Event description:
On 03/01/2023, it was reported by a sales representative via sems that an ar-6480 dualwave pumps screen keeps blinking and turning on and off then eventually stays off. This occurred during a case, with no patient effect reported. No additional information was provided.